Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test, indicating a high resistance value between the hc and the ground bond on the power supply. The device failed during the evaluation; there was no patient involved.

Manufacturer narrative:
(B)(4). During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test. The product analysis lab (pal) evaluated the device. A continuity test was performed between power entry module (pem) ground and door post and resistance passed specification when pem/ground stud wire was agitated. All ground connections were inspected and there was no fluctuation in ohms. The cause for the rite ground bond failure was poorly seated pem/ground stud wire. The membrane gasket and power module wiring harness were scrapped. The device was sent to service.